Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).

Event description:
On (B)(6) 2012, customer reported that the glucose 3 (glu3) and creatinine 3 (cre3) cups were overflowing on the cx3 delta instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and checked the drain tubing. Fse primed the instrument and the initial primes drained properly, but after a few primes the cups began overfilling. Fse also found holes in the c-arm pinch tubing. Fse replaced the peri-pump and pinch tubing. Repairs were verified per established procedures. This resolved the issue and no further leaks have been reported.